Event description:
During a stenting procedure on the subclavian, the protege everflex stent jumped and was deployed in the aorta. It deployed across the aorta into the subclavian. A second stent had to be deployed. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.